Event description:
Reporter alleged that a patient received a result of 587 mg/dl on inform system 1 compared back to back within 10 minutes of a result of 225 mg/dl obtained on a inform system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips are not available, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.